Manufacturer narrative:
The pump was investigated in the field and repaired at the customer facility by a field service technician. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A visual inspection of the battery compartment found a factory seal. The battery charge level was identified at 85 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. A visual inspection of the pump found that the internal ribbon cable connection was not to factory specification. The j9 connector was disconnected. The glue coverage was good; it was all the way to the board; and therefore, was not reapplied. Reassembled was performed. It was confirmed that the mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were fully seated. The pump was retested and required calibration. In addition, run configuration and library script were completed. A corrective and preventive action (CAPA) was opened to address this issue. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) .

Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd and primary audible alarm post occurred in alarm history.